Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation findings were as follows: the suction cylinder had no color, switch #1 had a scratch, the scope cover had a scratch, the plug unit had a scratch, the scope connector cover unit had corrosion due to water leakage, the label on the scope connector was damaged, due to wear of the angle wire, bending angle in the "down" direction did not meet standard value, the plastic distal end cover had a chip, the bending tube was deformed, and the connecting tube had a scratch and dent. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a light guide defect. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, white gelatinous foreign material was found in the air/water tube and cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient reprocessing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in gif-h185 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.